Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor and software error detected error. The customer¿s blood glucose was 12.2 mmo/l at the time of incident. The customer stated that customer previously able to passed the self test. The insulin pump will not be returned for analysis.